Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported slda appears to be related to procedural conditions as per the account it was suspected that due to poor image quality, insertion was overestimated. Image resolution poor is related to procedural conditions as imaging was reported to be challenging due to echo equipment. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted imaging was challenging. An ntw clip was inserted, and grasping was performed. However, while grasping was performed, it was observed the patient¿s pressure dropped and mr increased due to a coaptation gap. Therefore, the ntw was removed and replaced. The physician stated the change in mr and pressure was due to patient anatomy. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure.